Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the sample dilution probe line (dpp) was crashing against the sides of the tubes during sampling from the automated track. The cse removed the interface gate and adjusted the bracket and verified alignment to the dpp probe. The cse ran quality control samples and no zero results were observed. The cause for the zero results on the advia chemistry 1800 is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant zero results were obtained by the customer for different tests including chemistry and ion selective electrode (ise) tests on an advia chemistry 1800 which is connected to a automated track system. The samples were repeated on another advia chemistry 1800 instrument connected to the same track system and the results were acceptable. The zero results obtained were not reported to the physician(s). The corrected repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the zero results obtained on multiple tests.